Event description:
A sparc sling system was implanted. It was reported that the device caused, "severe and permanent bodily injuries and significant mental and physical pain and suffering, dyspareunia, erosion of the mesh into her tissues, problems voiding her bladder, and pelvic pain and discomfort." Also reported, she has, suffered serious bodily injury, infection of inflammation, tissue abrasion, and other severe adverse health consequences.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.